Event description:
It was reported that beginning a couple of months ago, the patient noticed that she had to charge the ins often. It was noted that the patient had lost some weight. It was also noted that the patient had begun working at (B)(6) around the same time period. The patient stated that there was a magnet at her register and she felt pain at the implant site when she ¿backed up to the magnet.¿ additional information has been requested but was not available as of the date of this report. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).